Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the pump does not turn on. The user stated there was no display, no lights no pumping; and the user tried a different power cord and nothing happened. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.